Event description:
The customer reported touchscreen failure. The customer confirmed the reported failure. The touchscreen was unresponsive or does not respond properly. The ventilator continues to function at the selected settings. The patient settings and patient data continue to be visible and accurate, and alarms continue to be annunciated. The customer states the unit will power on but the touchscreen is not responding to any touch. They are unable to perform touchscreen calibration. The customer is requesting on site service. The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the issue. The unit was tested. Following the repair, the device was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.